Manufacturer narrative:
This product was received and tested by technical services and they were unable to confirm a failure with the monitor. It was found that the 3-4 baton had moisture trapped in the lens which caused the blurry image. The 3-4 baton was replaced and the image quality was good with a new baton. Service complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a portable video monitor, they could not see the image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.